Event description:
It was reported that the device bogged up and accordioned. A 2.4mm jetstream catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). The vessel was highly calcified. During the procedure, the jetstream catheter bogged up in the calcium and the catheter shaft accordioned, causing the drive shaft to kink and the device could not be used. The device was not able to be pushed without it accordioned and kinking. Another jetstream catheter was used to complete the procedure. There were no patient complications and the patient was reported as fine post procedure.